Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Add'l info will be submitted upon 30 days of receipt.

Event description:
The color and labeling of the box reflects a regatta floppy not the regatta middleweight plus.